Event description:
The customer reported an access 2 immunoassay system (serial number (B)(4)) generated one falsely elevated troponin I (accutni+3) result for one patient sample; the result was higher than the expected values. The result was reported out of the laboratory and the clinician requested a retest of the patient sample. The patient sample was retested on the same instrument; two rerun results were generated, which were both within the expected values. The patient sample was a serum sample collected in a greiner tube at 10:45 am and analyzed at 11:23 am on the same day. The sample was centrifuged for 10 minutes, thus the sample was allowed to clot for a maximum of 28 minutes. The customer acknowledged that the patient sample was hemolyzed. All system parameters such as quality control results, calibration, and system check were within specifications. The patient was admitted to the hospital's cardiology ward for two days and was treated with drugs such as tricagrelor, statin, and enoxaparin. There were no adverse effects as a result of these treatments.

Manufacturer narrative:
There is no indication the customer returned accutni+3 reagent for evaluation. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. The available information does not reasonably suggest an instrument malfunction as all system parameters had been performing within assay and/or instrument specifications. Preanalytical sample handling is the likely cause for this event. The customer acknowledged the patient sample was hemolyzed. In addition, the sample was not allowed to clot for the recommended amount of time; recommended clot time for a greiner tube sample is greater than or equal to 30 minutes. (B)(6).